Event description:
Clinic reported that the blood tubing/pump segment failed after running for over 48 hours. The clinic's complaint consisted of 6 incidents involving 5 pts. Additionally, 3 of the incidents which occurred were associated with an unknown lot number. It is unclear which pts experienced problems with more than one blood tubing set, which dates the incidents occurred, the amount of blood loss (clinic advised that it was less than 150ccs, however, clinic could not confirm actual amount of blood loss per pt), and, to what extent pt intervention was required. These same facts apply to MDR nos. 2244060-1999-00014 through 00016 and 2244060-1999-00018 through 00019.